Event description:
A model 305 aspirator failed to operate on high speed. The cause was determined to be a disconnected wire from the battery terminal. This occurrance was an out of box failure and no pt was involved.